Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level was over 400 mg/dl. The insulin pump was exposed to moisture. She removed the battery because the numbers on the screen kept running. The insulin pump alarmed battery out limit. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The insulin pump also alarmed button error. The customer was unable to check the history because the buttons on the insulin pump were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. The pump was received with normal operating currents and passed the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored and no unexpected battery out limit alarms occurred during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during visual inspection. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked reservoir tube, and a scratched reservoir tube window.